Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that one year and nine days post a port placement through the internal jugular approach, subcutaneous leakage was allegedly confirmed in the chemotherapy room during anticancer drug treatment. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport clearvue slim implantable port attached to a catheter was received for evaluation. Four images were provided and reviewed. Gross, visual, tactile and functional testing were performed on the returned device. A split was noted on the port septum. The port was patent to both infusion and aspiration. No leaks were observed throughout tests. The fluoroscopic images depict the redundant loop of catheter in the neck. Therefore, investigation is confirmed for the identified material split and material twist issues. However, the investigation is unconfirmed for the reported leak issue as the sample evaluation results indicate no leaks observed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (method, result, conclusion). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year and nine days post a port placement through the internal jugular approach, subcutaneous leakage was allegedly confirmed in the chemotherapy room during anticancer drug treatment. Reportedly, the port was removed and replaced. There was no reported patient injury.